Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor reset during a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q6, q7, q8, q10, q12 and q16 on the defibrillator pca. Additionally, the monitor displayed a service code 204: belt/monitor unusable. The cause for the service code 204 was isolated to a shorted u409 component on the computer/analog pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was resetting.